Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (alarm 19) during basal delivery. The customers blood glucose was 179 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.